Event description:
3 additional files were created to capture the 4 migrated stent's since (B)(6) 2018 they have had 4 fully covered stents migrate into the duct. It has been with 6cm & 8cm length stents. We cannot confirm what rpns these two stents are but we know they are either evo-fc-10-11-6-b or evo-fc-10-11-8-b,

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). The unknown device of unknown lot number was not returned to cook ireland for evaluation. With the information provided, document based investigation was conducted. Documents review including IFU review: prior to distribution all evo billiary devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, ifu0062-5, which instructs the user about the potential complications "that can occur in conjunction with biliary stent placement include, but are not limited to: stent migration, stent misplacement." On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient anatomy, as per instructions for use, (ifu0062-5), stent migration is listed as a complication following the placement of this device. Summary: customer complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Since (B)(6) 2018 they have had 4 fully covered stents migrate into the duct. It has been with 6cm & 8cm length stents. We cannot confirm what rpns these two stents are but we know they are either evo-fc-10-11-6-b or evo-fc-10-11-8-b.